Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. Reportedly, battery life was short on the pump. Patient stated that the battery compartment and cap were undamaged and there was no evidence of moisture or corrosion in the pump. Review of alarm history confirmed multiple low battery and replace battery alarms in a 4 days time period. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/16/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/01/2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of black box data found multiple low and replace battery warnings along with evidence of excessive battery usage. Using the returned battery cap, the pump powered on with the appropriate audible and vibratory functions. Electrical current draws were within specifications. A rewind/load/prime sequence was executed without incident. The investigation confirmed but was unable to duplicate the reported power issue. The pump casing was opened and evidence of moisture intrusion was observed inside the pump. In addition, the battery compartment was found to have cracked in the threads area and below the grip pad.